Manufacturer narrative:
Although it is unknown if all the four screws malfunctioned and led to the event or not, we are filing this report for notification purposes. Mentioned part was used in the event with quantity as 4. This part is not approved for use in the us, however a like device with part# 8792813, 510k# k073285 and (B)(4) is cleared for us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion surgery at c5-c7 due to cervical spondylotic myelopathy (csm). Post-op, airway obstruction was developed due to hematoma. Hence, patient underwent tracheostomy. Implanted plate and screw were found loose and unsuccessful bone union was also observed post-operatively. Patient was scheduled for intervention, however, due to patient's physical condition, it was postponed.